Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of inoperable air detector confirmed through visual inspection and an air detector test. Upon further investigation, found a lifting downstream occlusion (dso) sensor seal. Replaced the dso seal and air detector. Performed dso/upstream occlusion sensor calibration. Performed performance verification tests, unit passed all testing criteria. Software updated. Unit reset to standard configuration.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an inoperable air detector. There was no patient involvement.